Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hemostatic agent of a 6/7f mynx control vascular closure device (vcd) came out of the body attached to the tip upon removal. Manual compression time was extended, and hemostasis was achieved. There was no reported patient injury. The physician had prior experience using the device multiple times. The device was used according to the normal procedure, and button 2 was pressed before removal. The physician commented that there was no calcification or tortuosity around the puncture site, and that it was not a problematic case for use. The device will not be returned for evaluation.